Event description:
It was reported that a patient was scheduled for an elective colonoscopy procedure. Patient was on warfarin at home and required bridging with heparin drip to undergo the procedure. Upon admission, it was noted that "there was drainage from his driveline that did not look grossly infectious". Ultrasound noted no fluid collection. Blood culture was positive. The patient was started on oral antibiotics for 7 days for the driveline infection. The colonoscopy procedure was completed 2 days later without complications before the patient was discharged home. Upon discharge, warfarin was re-started and stable.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. This male patient was noted to have driveline exit site drainage while admitted for an elective colonoscopy. An ultrasound of the abdomen and driveline was performed which was negative for fluid collection. Blood cultures were obtained and reportedly positive. A seven day course of oral antibiotics were prescribed. The patient was discharged home from the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline infection is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
This device is used for treatment and not diagnosis. Investigation is in progress. Device remains implanted.